Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that a previous clinical interrogation with a merlin programmer overestimated the longevity of the pacemaker. No interventions were performed. There were no patient consequences.